Manufacturer narrative:
(B)(4). Date sent: 7/21/2021. D4: batch # v9409z. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the msm20 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated as to the firing mechanism was jammed. In order to evaluate the condition of the device internal components, the device was disassembled. Upon disassembly, the hoop spring and the anti-backup lever were found to be out of their intended position, jamming the firing mechanism. Fifteen clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a fem pop the device misfired. Physician said clip did not deploy. According to staff clip got stuck in the device and not deploy. Device also fired malformed clips and also dropped and ejected clips. A new device was used to complete the case with no patient consequences.